Event description:
It was reported that the patient presented for lead revision procedure upon dislodging their right ventricular (rv) lead due to twiddler's syndrome. The dislodgement was discovered upon identification of a shift in sensing by the lead. During the procedure, it was found that the rv lead's helix could not be extended. The lead was then explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of dislodgement due to twiddler's syndrome was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. No other anomalies were found.